Event description:
A zoll pt service rep (psr) called zoll customer support to report that a monitor that was sent to her would not power up. This monitor was not issued to a pt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation was intermittently failing to power up. The cause for the power-up failures was isolated to intermittent failures of flash chips u102 and u105. The intermittent failures were likely caused by fractured bga solder joints on the flash memory chips. The exact location of the fractured joints could not be determined. The root cause for the fractured solder joints could not be positively identified, but the damage likely occured due to excessive stress on the monitor c/a board. No adverse event resulted from the defective flash memory chips.